Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report an itchy, swollen rash under the sensor patch that required medical intervention. The sensor was inserted on (B)(6) 2015, and the rash was noticed on (B)(6) 2015. The patient was taken to their primary care physician on (B)(6) 2015. Patient was prescribed triamcinolone skin cream for the affected area. The patient is in good condition. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and the reported rash cannot be confirmed, therefore, a definitive root cause could not be determined. However, it should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).